Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate on multiple, intermittent occasions. There was no reported impact to the customer¿s blood glucose. Tandem technical support requested pump data be uploaded to investigate the issue. Multiple follow up attempts were made to complete troubleshooting and obtain pump data upload, however, the customer did not respond.